Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The root cause of the clinical observations was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 134 ohms. No adverse patient effects were reported.